Event description:
Follow up information identified the physician revised the patient on 04aug2020 to determine the cause of the high impedances. The lead was found to function properly, so nothing was done to the lead. The extension had high impedances over 7000 ohms. The physician therefore explanted and replaced the extension with a new model, which addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of the event is estimated. During processing of this incident, attempts were made to obtain complete device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2, related manufacturer reference number: 1627487-2020-22127. It was reported the patient experienced high impedances on the lead. Reprogramming was unable to resolve the issue. To address the issue, the patient may be awaiting for surgical intervention.